Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 had a bad t1 error code. No patient adverse events reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Root cause: no fault found with the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. Filled water into reservoir tank, installed temperature check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The technician powered on the device, recirculated water for 3 minutes, measured temperature was 41.7 celsius (c) +/- 0.1 degree which was within tolerance. Removed back panel for further investigation for visual inspection. The technician found cracked return tube, but not related to customer reported problem.. Device has idled for 5 hours and liquid crystal displayed temperature indicated 41.7c. No problem found by technician. The root cause of the reported issue was no problem found. Replaced main printed circuit board (pcb), return tube, heater 1, heater 2, top and bottom thermistor as preventative action.